Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the device was returned inside a non-stryker microcatheter. The sent delivery wire (sdw) was seen to kinked/bent and the stent was seen to be broken/fractured. During functional testing, the sdw was stuck inside a non-stryker catheter and was unable to be advanced or removed. The catheter could not be flushed and had to be cut to remove the stent. Blood exited the catheter and the removed stent was found to be broken/fractured. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that everything was prepared as described in dfu, and continuous flush was maintained. The sdw was kinked, and the stent was found to be broken/fractured. There was friction experienced during the attempt to deploy the stent from the microcatheter due to the damaged to the device and blood within the system. It is probable that the device was damaged during transfer/ advancement through the microcatheter causing the fracture to the stent. An assignable cause of procedural factors was assigned to the reported event stent difficult/unable to transfer and to the analyzed events sdw kinked/bent, sdw friction and stent broken/fractured during use, as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the stent delivery wire (sdw) broken/fractured during use. There were no clinical consequences to the patient as a result of this event